Manufacturer narrative:
Product event summary: manufacturer's analysis noted that the stylus touch-pen and the cursor on the display screen of the device would not align. It was also noted that the power cord bay assembly latch was broken, and the printer's micro switch spring was missing. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests.

Event description:
It was reported that the programmer originally returned with no information subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.